Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who describes the event as an unplanned refraction. The iol was exchanged for a different lens model and a half a diopter difference in power approximately one week following the initial implant procedure. The patient's issues have resolved and the prognosis is excellent.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and the reporter indicated a lens malfunction. Additional information has been requested.